Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: lens was not implanted. If explanted, give date: lens was not implanted, therefore not explanted. (B)(6). Initial reporter - telephone no.: information not available/not provided. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that product was defective. Through follow-up it was learnt that at the moment to inject and fit, the haptics came out bent and it was decided to discard it and implant a similar lens; the tip and the lens were in contact with the patient's eye; only seconds of delay and patient is under favorable evolution and happy with vision gotten. Customer is not able to confirm if whether this material is available or not. No further information has been provided.